Manufacturer narrative:
Summary of evaluation: evaluation results suggest the event is attributed to improper alignment of the inner seal with the inner blister flange.

Event description:
The inner and outer packaging stuck together, and the device fell onto the floor. Another device was readily available and implanted without incident. There was no adverse consequence for the pt.